Event description:
The device was explanted (B)(6) 2020 secondary to an infection. It is unknown if the patient has been re-implanted with another device.

Manufacturer narrative:
This report is filed on february 13, 2020.

Manufacturer narrative:
This report is submitted on march 14, 2020.

Manufacturer narrative:
This report is submitted on september 10, 2019.

Event description:
Per the clinic, the patient experienced swelling and congestion at implant site and it was found the surrounding area had become affected with gangrene. Subsequently the patient was treated with gangrene specific medication for a duration of 2 days.